Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the device and the customer reports malfunction was verified. The cse replaced the manifold to resolve the issue. Additionally, the high pressure alarm was determined to be due to wrong settings, which were adjusted and the alarm corrected. The unit passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator sounded louder than usual, and generated a high pressure alarm. Although the device continued to cycle, the patient was transferred to another ventilator without harm.